Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information was requested, but not received. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during flap creation in the left eye, there was an uncut spot near the hinge. The flap thickness was 110 microns. Per the surgeon, it was difficult to lift the flap, but was able to do so and completed the lasik procedure with no further incident. No further information is expected.